Event description:
It was reported that while placing the bravo ph monitor, the capsule would not attach to the patient's esophagus. The clinician used a scope and saw it in the throat area and then could not see it anymore. A chest x-ray was done and it showed the capsule was in the right main stem bronchus. The patient coughed up the capsule, but then swallowed it during the placement of the bronchoscope. Another chest x-ray confirmed that the capsule was in the stomach. Prophylactic antibiotics were administered and a second capsule was placed successfully.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine a root cause of the failure. The capsule was not returned, but the delivery system was. The plunger was not retracted. The analyst was able to rotate the plunger, it popped back, and fully retracted. The handle was taken apart and it was fully depressed. There was a bend in the push wire about 2-3 inches below the handle. There was also kinking of the pull wire just under the handle, as if the plunger was pushed in a couple of times.